Event description:
It was reported that during a da vinci-assisted ureteroplasty surgical procedure, the head of the prograsp forceps instrument broke. The working head bent at a 90 deg angle away from the instrument shaft. The entire trocar had to be removed from the patient in order to get the instrument out, and then the instrument had to be forced to straighten in order to remove the trocar off the instrument. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event date was 3/04/2024. Actual procedure was robotic ureteroplasty with buccal mucosa graft. The instrument did not appear defective prior to use, unknown if an ¿official¿ inspection of instrument took place. The port incision was not increased. A small piece did fall in the patient, and the piece was retrieved during the same procedure. No collisions of instruments took place. Instrument is being returned to isi, with some broken pieces. In order to remove the trocar, the instrument needed to be broken more. A photo was attached. The angle of the tip was very difficult to straighten to be able to remove the trocar.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a broken main tube at the distal end. A piece measuring approximately 0.103" x 0.187" was not returned with the instrument. Components adjacent to this broken main tube showed damage. There were scratch marks/abrasions. The isi advance failure analysis team reviewed the image sent by the customer and stated: the picture shows the proximal clevis dislodged from the main tube. .